Event description:
The manufacturer received information alleging scratched screen, cracked handle left side by screw and on top and busted screen. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's handle kit will need replaced due to physical damage/cracked, front panel/keypad led pca needs replaced due to no visualization of display screen. Enclosure feet will need replaced due to damaged. The device was returned unrepaired as per the customer request.